Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jun-2019 with the following findings: during investigation, there was no activity related to pi observed in black box or download history. No voltage drops in black box. Unable to perform step 30 due to blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that there was a temperature issue with the pump. The reporter stated that there was moisture involved. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no serious injury associated with the complaint.